Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found several hypotube kinks and the shaft itself was partially broken at 2.45cm distal of the hypotube to midshaft bond. The break most likely occurred due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual and tactile examination of the mid-shaft section found the mid shaft kinked and broken at the same location as the hypotube break occurred. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 02/06/2017. It was reported that shaft kinked was occurred. The non-totally occluded 24x3.0mm de novo target lesion was located in the coronary artery. Following predilation with a 2.0x15mm non-bsc balloon, a 3.0x24 synergy¿ stent was advanced but the stent balloon failed to inflate. The device was removed and it was noted that the shaft was kinked. The procedure was completed with another 3.0x24 synergy¿ stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.